Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 07/18/2024. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed.the lot # 3000354604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise# (B)(4). Corrected section: e3 from "non-healthcare professional" to " other healthcare professional".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was not making the proper seal or was not sealing because at all times the patient had a lot of bleeding in the right leg every time a branch was cut; it was only cauterizing on one side of the jaws. It was recommended to check that the power supply was at 3, check the endoscopy tower, and connect to a direct power outlet. A blood transfusion was not necessary because the surgeon administered medication to the patient to remedy the situation without profuse bleeding. The procedure was completed with the same device. There was a delay to identify the issue. The patient is stable. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site address due to character limitations (B)(6).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was not making the proper seal or was not sealing because at all times the patient had a lot of bleeding in the right leg every time a branch was cut. The patient is stable.